Manufacturer narrative:
Internal complaint reference: (B)(4). Foreign zip code: (B)(6).

Event description:
It was reported that before a meniscus repair surgery, when the meniscus mender's package was opened, it was broken. The procedure was completed using a back-up device. It is unknown if there was a surgical delay. No patient complications were reported.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that before a meniscus repair surgery, when the meniscus mender's package was opened, it was broken. The procedure was completed using a back-up device. It is unknown if there was a surgical delay. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A review of the inspection process found that the assembled devices are inspected for integrity and particulate before being loaded into the tray. Once the devices are loaded into the tray the parts are inspected to ensure that no components are protruding. A review of the customer provided image found labelling confirming the product identification information. The device is obscured by the plastic packaging, and no break can be seen. A visual inspection of the returned device found that it is not in its original package. All parts of the kit are intact, and no breaks can be seen. There is debris on the needles and suture loops. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.